Manufacturer narrative:
(B)(4). Conclusion: user error caused the event. The surgeon inadvertently pulled out the mesh tape before the sheaths were removed. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2013. During the procedure, the surgeon inadvertently pulled out the mesh tape before she had removed the sheaths. The surgeon stated this was a user error. The sheath was not removed when the tape was cut and the sheath slipped beneath the skin. The surgeon tried to remove the sheaths but was only partially successful and believed that there was about a 6cm piece left in the patient on one side. The surgeon decided that leaving the sheath would be less damaging than attempting to look for it and remove. The sling was removed and another like device was implanted. Additional information has been requested.